Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse of a customer reported via phone call of being hospitalized for low blood glucose of 102 mg/dl and also high blood glucose of 500 mg/dl. Troubleshooting assisted the nurse in navigating through the pump settings. No further assistance was necessary.